Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from our affiliate in france. As reported, this was a case of an implant of a 29mm edwards sapien 3 transcatheter heart valve, in the aortic position by transfemoral approach. During deployment, the balloon of the commander delivery system burst when the balloon was fully inflated. No extra volume added. The valve was successfully deployed. During withdrawal of the delivery system, it was not able to retrieved into the esheath. It was also impossible to pull out the commander from the femoral artery. It was decided to perform a surgical femoral bypass. As per medical opinion, the short sinotubular junction diameter and huge calcifications in this area may have caused the balloon burst or the quality of the balloon.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was evaluated, and the following was observed: balloon radial burst at proximal shoulder of the balloon. Balloon received bunched towards distal tip. No missing balloon material. Balloon spring received pulled into flex shaft. Flex shaft tip was damaged. Single wall thickness of the inflation balloon was taken along the edges of the burst location and all measurements taken of the balloon single wall thickness met the specification. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of balloon burst and withdrawal difficulty were confirmed upon visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection was unable to be performed due to inflation balloon portion not returned. No visual abnormalities were observed on the returned sample. An existing edwards' technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per description event the patient presented huge calcification degree on the short sinotubulaire junction diameter. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.